Manufacturer narrative:
Back support.

Event description:
It was reported, when the driver pulled the chair out of its box he reports that the back support on the wood frame was split in half. It was reported there were exposed sharp edges. There was no reported pt involvement or adverse consequences.